Manufacturer narrative:
(B)(4). A visual and microscopic examination identified a break in the hypotube 390mm distal to the catheter strain relief. The lumen and corewire were damaged from 190mm to 205mm proximal to the tip. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the right coronary artery (rca). A 3.50x24mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed a shaft break.